Event description:
It was reported that a patient presented remotely via merlin. Net post ablation. Review of the transmission revealed that the patient's pacemaker (pm) exhibited premature battery depletion. The physician elected to explant the pm and replace it with a new one. The patient's status remained stable.